Event description:
It was reported that the physician indicated the patient with this implantable neurostimulator (ins) did not receive adequate symptom relief following the initial implantation. Stimulation during the trial was perceived vaginally with better symptom relief, whereas the permanent implant produced rectal stimulation with reduced effect. Additionally, the patient experienced weight loss after implantation and subsequently felt the ins was loose within the pocket. A surgical procedure was performed during which the existing system was removed and replaced with a new ins and lead on the contralateral side. No further patient complications were reported.

Manufacturer narrative:
Additional PMA number: p190006. Concomitant product information: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: tined lead kit. Unique identifier (UDI) #: (B)(4).